Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, infection in the neighbouring tooth(?), pain, swelling. Dialysis patient, blood-thinned.